Event description:
The customer contacted physio-control to report that they do not believe that three (3) shocks were delivered to the patient, even though their device stated that they had been. The surgeon did not believe that the patient was shocked because they remained in the same arrhythmia. The surgeon had shocked the patient using internal paddles. According to the customer, the patient's rhythm eventually converted on its own. A backup device was available, but not needed. The patient was receiving an aortic valve replacement at the time of the event. No further details about the patient, a (B)(6) female, or the event were provided.

Manufacturer narrative:
The facility's biomedical engineer further advised that when performing a visual examination of the internal paddles assembly that he observed that there were some cuts in the assembly's cable and some wear; however, he was unsure if this contributed to the failure to shock. Once the facility's biomedical engineer confirmed that the internal paddles assembly would no longer shock, they were disposed of. The customer advised that further service on their device would not be necessary. The cause of the reported issue was determined to be internal paddles assembly. Neither the device nor the internal paddles assembly have been returned to physio-control for evaluation.

Manufacturer narrative:
The customer later reported that the facility's biomedical engineer had advised her that the internal paddles assembly (part number 3006569-005, lot code 1212) would not shock when prompted. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.